Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had o ring was missing inside reservoir compartment . Customer's blood glucose level was 300 mg/dl. It also stated that troubleshooting was performed. It was reported that reservoir in insulin pump does not lock and reservoir loosely spins. Reservoir will not lock in insulin pump. Customer will return device for analysis

Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the display window corners, cracked lcd window, broken belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.